Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, the flange of the stent was bent backwards. The procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.